Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm as well as an unexpected restart alarm. It was also reported that the numbers on the insulin pump scroll up without any input from the customer. Customer's blood glucose level at the time 372mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
No button error alarm was noted. The act and escape buttons did not respond due to corroded keypad traces. No display anomaly was noted. No error alarm could be verified due to the unresponsive buttons. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.